Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. Investigation summary: the device was sent to the service center for evaluation. Per service manual operational and diagnostic analysis confirmed reported issue (fms vue pump was spinning at a higher rate than normal, cannula outflow was malfunctioning). Unit seems to have been dropped (see photo in attachments). Replaced damage pinch valve assay and damage lower bezel assay as identified in the investigation to address the reported issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The root cause behind the failure was the damaged pinch valve assay and the damaged lower bezel assay. The unit passed all functional tests and is fully operational. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during an unspecified surgical procedure, it was observed that the outflow roller on the fms vue pump device was spinning at a higher rate than normal. According to the reporter, that cannula outflow was malfunctioning. During in-house engineering evaluation, it was determined that the device was spinning at a higher rate than normal. There was no delay in the procedure. The procedure was completed with the same pump that was reported. It was reported that there was a second fms pump in the room in case it was needed to switch it out. It was reported that the issue occurred half-way through the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.